Event description:
It was reported that during a procedure on february 4th , the system gave a data error at 180 degrees during tomo calibration. A field engineer examined the equipment and found a broken screw broken on the rotation gear related to the vta assembly. All the screws on the rotation gear were replaced and a tomo calibration was performed, the system met the manufacturer´s specifications. No patient injury nor staff reported.

Manufacturer narrative:
Initial evaluation : the broken vta bolt was on the system for 2,329 days. The bolts were not returned by the fe for further investigation. The vta assembly was on the system for 2,381 days prior to replacement. The vta was not returned by the fe for further investigation. The cause of the c-arm shaking and error during calibration was due to a broken vta bolt. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were two discrepancies noted in the DHR, however none of the discrepancies were related to the vta assembly. The vta motion calibration was performed with no errors noted. System product code: sdm-sys-9000-3d. Serial number: (B)(6). System manufacture date: 9/13/2017. System installation date: on (B)(6) 2017. Unique device identified (UDI): (B)(4).